Manufacturer narrative:
The patient is reported to be mildly active but reports no recollection of any days of excessive activities or any kind of trauma that may have contributed to the malfunction of the lead. The explanted lead was not retained and is not available for inspection by nalu, however the symptoms noted along with the impedance readings obtained point toward the likelihood of the lead having fractured. The cause of the fracture is unable to be determined with the information available and lack of device to examine.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2025 the patient reported a significant change in therapy that had occurred over the course of several weeks. Impedance tests found high readings on several electrodes on the implanted leads. Reprogramming was only able to achieve approximately 20% pain relief. On (B)(6) 2025 a surgical revision was performed to replace the malfunctioning lead with a new lead. The second lead and the implantable pulse generator (ipg) were left in place and remain in use. The system was reactivated on (B)(6) 2025 and the patient reported receiving good therapy at that time.